Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively established through this evaluation. Due to patient privacy laws, the customer declined to provide additional information related to the event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The outcome was not considered to be device or therapy related.